Event description:
During a wolff parkinson white syndrome/atrioventricular reentrant tachycardia procedure, the ensite x display workstation locked up during the case with no mouse or keyboard control, resulting in cancellation of the procedure. The ensite x display workstation was power cycled, the system was rebooted, and the case was reloaded, but there was an unexpected study error. A new study was started, which resolved the error, however the case was cancelled. There were no adverse consequences to the patient.

Manufacturer narrative:
The collect logs and incomplete case study were provided. Review of the system show that there is a software anomaly involving the "compute" button for spatial outlier filtering resulting in the freeze and unexpected error. The workaround for the field is to wait until it is done processing before switching maps. Abbott is aware of the issue and is working on a resolution.

Event description:
During a procedure, the ensite x display workstation locked up during the case with no mouse or keyboard control, resulting in cancellation of the procedure. The ensite x display workstation was power cycled, the system was rebooted, and the case was reloaded, but there was an unexpected study error. A new study was started, which resolved the error, however the case was cancelled. There were no adverse consequences to the patient.